Event description:
The patient was involved in a road traffic accident in 2006. Some time subsequently, she noted changes in volume on clenching jaw and/or applying pressure to the implant site. The patient was seen in the clinic in 2007. Testing carried out by the clinic showed repeatable changes in ground impedance on clenching/unclenching the jaw and applying pressure to the vicinity of implant site. X-ray indicates possible breakage of 'tip' of clover leaf contact.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.